Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) and a manufacturer representative (rep), regarding a patient receiving baclofen via an implantable pump for intractable spasticity. It was reported the patient had a volume discrepancy at their refill on (B)(6) 2020. The estimated reservoir volume (erv) was 2.4 ml and the actual reservoir volume (arv) was 5 ml. The patient had no symptoms.